Event description:
It was reported that the 9800 system had the monitor go blank with an interlock failure during a case. The procedure had to be rescheduled. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray controller board, system interface board, and battery were replaced during the service call. The system was tested and found to be working as intended, and put back into service.